Event description:
It was reported when using the bd vacutainer® cat plus blood collection tube the shield/cap stopper was a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "there was one blue cap in a sp of 3ml red top tubes."

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color was observed, as the photos show one tube with a blue cap instead of a red cap. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of incorrect cap color with the provided photos; however, retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode.